Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex a). Summary of event: as reported, an unspecified gunther tulip vena cava filter, implanted in 2006, fractured in multiple locations. Per the reporter, one filter leg was in two pieces, and part of the thin wires were in an extravascular location. The filter was removed with forceps. Additional information will not be provided to cook. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. There is no evidence to suggest that the user did not follow the instructions for use or label. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event could not be determined. Possible causes include repetitive motion on a filter leg in an unusual, stressed position (such as perforation of the ivc by a filter leg or a filter leg being caught in a side-branch) and/or excessive force or manipulation near an implanted filter (surgical or endovascular procedures in the vicinity of the filter). The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified gunther tulip vena cava filter, implanted in 2006, fractured in multiple locations. Per the reporter, one filter leg was in two pieces, and part of the thin wires were in an extravascular location. The filter was removed with forceps. Additional information will not be provided to cook.

Manufacturer narrative:
D4: possible rpn (catalog) and gpn (model) numbers are: igtcfs-65-fem g33016 igtcfs-65-jug g33017 igtcfs-65-uni g21360 g4: possible 510(k) numbers are: k043509 k072240. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: attachments = medwatch 3500a report # mw5175186 was received from the FDA on 29sep2025. All information within the medwatch report has been previously reported. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.